Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 500 mg/dl. The insulin pump went totally blank after putting a brand new battery and the tried different batteries already. Insert battery alarm did not display on the pump screen and the display did not return after pump restart. The insulin pump will be returned for analysis.